Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 31 events were reported for this quarter. Product return status: 30 devices were received for evaluation, 1 device was available for evaluation but has not yet been received. Evaluation status: 6 events were confirmed during testing, - 6 devices were found to be affected by a stress problem, 24 device evaluations are in progress. Product disposition: 6 devices were repaired and returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 31 malfunction events in which the device was reportedly leaking; 21 events had no patient involvement; no patient impact; 10 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 31 events were previously reported during the reporting quarter; however:  - 1 event was reported in error.  - 30 event(s) was/were reported for this catalog number/device code combination for the reporting quarter. - 30 previously reported events are included in this follow-up record.   Product return status 29 devices were received. 1 device was not available for evaluation.   Evaluation status 27 reported events were confirmed during testing. - 27 devices were found to be affected by a stress problem with the exhaust hose. 2 reported events were not confirmed during testing.   Additional information 30 devices were not labeled for single-use. 30 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 30 </noe> malfunction events in which the device was reportedly leaking. 20 events had no patient involvement; no patient impact. 10 events had patient involvement; no patient impact.

Event description:
This report summarizes 31 malfunction events in which the device was reportedly leaking. 21 events had no patient involvement; no patient impact. 10 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 25 previously reported events are included in this follow-up record.   Product return status: 1 device was received for evaluation.   Evaluation status: 13 reported events were confirmed during testing. 13 devices were found to be affected by a stress problem. 12 device evaluations are in progress. Additional information: 25 devices were not labeled for single-use. 25 devices were not reprocessed and reused.